Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: email adress. G1: contact office - first/given name, last name and email address. G1: contact office - manufacturer site - email address. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvmwb10, (imp, tsv, mcol mg,4.7mm,10m) for evaluation. Visual evaluation was performed, the implant had signs of usage. The implant's drive feature shows was damaged/worn. The implant was damaged at the threads and collar due to the removal process of the implant DHR review was completed for the subject lot number 1266116. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266116 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : damaged drive feature¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reports that both implants present an issue, as one failed due to an infection and the other has a damaged hex. The procedure was completed with the placement of other implants.the doctor reports pain and the bone type is unknown. The affected dental positions are 26 and 36. This complaint refers to the damaged drive feature (damaged hex).

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d10. Concomitant medical products: tsv4b10, imp,tsv,4.1mm,sbm,10 lot 1293246 g4: premarket identification k101880 e1: reporter name unknown / not provided.